Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition. To inspect the pump, it was operated with the patient's type of therapy, the event log was reviewed, internal inspection was performed and the motor current was checked. The reported problem was not duplicated. Evidence in the event log points to the possibility of low battery. "No alarm" claim was not confirmed. Other evidence in the log showed possible communication hardware issues. Visual inspection showed no obvious damage.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump displayed message "power loss during infusion." The patient wife reported that the pump stopped working in the middle of the night and did not sound any alarm. Subsequently, the patient switched to backup pump. No clinical injury and no reported adverse effects.